Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges while charging the electric wheelchair battery, the battery allegedly exploded multiple times. This allegedly resulted in the wheelchair catching fire.